Event description:
It was reported that the pt experienced stimulation in the wrong location after a fall approx "3 weeks ago". The pt also had discomfort in her feet and legs. The pt was scheduled to see her physician on (B)(6) 2010. Add'l info has been requested.

Manufacturer narrative:
(B)(4).